Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that there was a lead malfunction. The lead was connected to port 0-7 of a wireless external neurostimulator (wens) in order to perform intraoperative test stimulation, and the impedance was measured. High impedance was measured on some electrodes. It was unknown if there were any environment, external, or patient factors that may have caused the event. The lead was reconnected to the 8-15 port of the wens, and the same electrodes showed a high impedance value. A new lead was opened and handled. The issue was resolved. The original lead was never implanted. No surgical intervention occurred or was planned. No symptoms were reported, and there was no health damage.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 09-may-2028, UDI#: (B)(4), product type lead g2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for lead (B)(6) revealed no anomaly. The lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead passed all testing in the laboratory and no anomalies were identified. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.